Event description:
It was reported that the patient went into cardiac arrest with asystole requiring cardio-pulmonary resuscitation while being transferred from the gurney to the bed. Oversensing was noted only during the emergency. The device remains in use. There were no further patient complications reported as a result of the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.